Event description:
It was reported 28mm amplatzer amulet left atrial appendage occluder was chosen for procedure (B)(6) 2022. The procedure was successful. No adverse events or patient complications reported, in fact, the device was placed upon a single deployment. No effusions were noted and the patient was discharged. Later that afternoon the patient returned to the emergency room (ER) complaining of chest pain. The patient was admitted into the hospital. The following morning, the patient experience hypotension and a pericardial effusion was discovered. The patient underwent drainage of the effusion for treatment. It was thought the pericardial effusion was related to cardiac perforation. The cause of the pericardial effusion was reported as the amulet. No additional information has been provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of chest pain, hypotension, and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a